Manufacturer narrative:
A ge service representative performed an onsite investigation. The contacts on the c-arm and workstation board were cleaned. The system was then found to be operating as intended.

Event description:
The customer reported that they were having image quality issues, but when the field engineer went to check the system, it would not boot up. There is no report of patient injury.